Event description:
It has been reported the patient experienced ineffective stimulation and was unable to modify the amplitude settings using the patient programmer. Upon further diagnosis, sjm representative was able to program around the contacts to capture effective stimulation. The patient was also able to use the programmer effectively. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.